Manufacturer narrative:
H10 device evaluation: the investigation of this complaint was done based on received photos. The photos showed a visible tear in pilot balloon. The tear seems to be located near pilot balloon valve edge. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. It is highly improbable that such defect would pass this functional testing because the tear size would not allow the cuff to be inflated. This incident is evaluated to be isolated event with unknown root cause. A device history record (DHR) review could not be performed as the lot number of the device is unknown.

Manufacturer narrative:
Lot number and expiration date, and device manufacture date is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer changed the tracheostomy tube to another new one for regular replacement, the pilot balloon was found partially torn. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.